Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia), heavy periods") and genital haemorrhage ("persistent bleeding, abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 1992, (B)(6) 1999 and (B)(6) 2003), asthma and multigravida. Concurrent conditions included body mass index normal, alcohol use (liquor 1-2 times per month), pap smear abnormal since (B)(6) 2016, human papilloma virus infection, tobacco user and uterine enlargement. Family history included breast cancer and blood pressure high (father). Concomitant products included oral contraceptive nos in 2012 for bleeding vaginal as well as anaesthetics (anesthesia). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), migraine ("migraines / headaches"), headache ("migraines / headaches") and dysuria ("burning while urinating"). In 2012, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("pain/ lower abdomen pain (constant, moderate to severe)"). The patient was treated with surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes)) and surgery (ablation on (B)(6) 2014). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain lower was resolving, the menorrhagia, genital haemorrhage, vaginal haemorrhage, dysmenorrhoea and migraine had resolved and the bladder disorder, urinary tract disorder, nausea, vaginal discharge, fatigue, headache and dysuria outcome was unknown. The reporter considered abdominal pain lower, bladder disorder, dysmenorrhoea, dysuria, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she denied any complications or problems that occurred at the time of her essure placement procedure. She was not advised of any complications from her essure removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.5 kg/sqm. On (B)(6) 2012, hysterosalpingogram showed on the preliminary radiograph, there are two essure implants identified which are symmetric in appearance. Upon contrast instillation, there is immediate opacification of the endometrial cavity. The right proximal inner coil marker is located within 3 cm of the uterotubal junction. The left proximal inner coil marker is located just proximal to the uterotubal junction. There is no contrast spillage beyond the distal marker of the outer coil. Impression: satisfactory placement and occlusion of bilateral fallopian tubes. On (B)(6) 2014, pelvic ultrasound showed uterus: 8.1 x 5.0 cm sagittal by 5.3 cm transverse. No focal myometrial lesion is identified. The uterus is moderately retroverted. Endometrium: 9.6 mm. No polyp or intraendometrial fluid is identified. Cervix: unremarkable. Right ovary: 2.8 x 2.7 cm sagittal by 2.0 cm transverse, a few small follicles are identified. Left ovary: 2.5 x 1.4 cm sagittal by 2.2 cm transverse. No adnexal mass or cyst is seen. Impression: unremarkable sonographic examination of the pelvis, including saline infusion sonography. On (B)(6) 2016, surgical pathology report showed ovaries and fallopian tubes: ovaries are not submitted with the specimen. The right fimbria and fallopian tube is 7 cm in length by 0.5 cm in diameter and the left is 6.8 cm in length by 0.5 cm in diameter. The fimbriated end of each is patent. The serosal surface is pink-tan, smooth and glistening. A 2.2 x1.2 x 0.8 cm portion of thinly encapsulated lobulated golden yellow fibrofatty tissue is present near the fimbriated end of the right fallopian tube. Sectioning reveals a grossly unremarkable lumen in the distal portion of each. In the proximal portion of each is a segment of coiled silver colored metallic wire consistent with essure device. The device from the left fallopian tube focally extends from the left cornu into the endometrial cavity with a 1.8 cm long exposed segment. Current weight: 140 lbs. Approximate weight at the time of essure placement: 152 lbs. Concerning the injuries in the case, the following ones were described in patient's medical records: menorrhagia, pelvic pain, dysmenorrhea. Most recent follow-up information incorporated above includes: on 25-jul-2018: plaintiff fact sheet received. Reporter information was updated. Event: dysuria was newly added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia), heavy periods") and genital haemorrhage ("persistent bleeding, abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 1992, (B)(6) 1999 and (B)(6) 2003), asthma and normal delivery. Concurrent conditions included body mass index normal, alcohol use (liquor 1-2 times per month), pap smear abnormal since (B)(6) 2016, human papilloma virus infection, tobacco user and uterine enlargement. Family history included breast cancer and blood pressure high (father). Concomitant products included oral contraceptive nos in 2012 for bleeding vaginal as well as anaesthetics (anesthesia). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("pain/ lower abdomen pain (constant, moderate to severe)"), migraine ("migraines / headaches") and headache ("migraines / headaches"). The patient was treated with surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes)) and surgery (ablation on (B)(6) 2014). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain lower was resolving, the menorrhagia, genital haemorrhage, vaginal haemorrhage, dysmenorrhoea and migraine had resolved and the bladder disorder, urinary tract disorder, nausea, vaginal discharge, fatigue and headache outcome was unknown. The reporter considered abdominal pain lower, bladder disorder, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she denied any complications or problems that occurred at the time of her essure placement procedure. She was not advised of any complications from her essure removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.5 kg/sqm. On (B)(6) 2012, hysterosalpingogram showed on the preliminary radiograph, there are two essure implants identified which are symmetric in appearance. Upon contrast instillation, there is immediate opacification of the endometrial cavity. The right proximal inner coil marker is located within 3 cm of the uterotubal junction. The left proximal inner coil marker is located just proximal to the uterotubal junction. There is no contrast spillage beyond the distal marker of the outer coil. Impression: satisfactory placement and occlusion of bilateral fallopian tubes. On (B)(6) 2014, pelvic ultrasound showed uterus: 8.1 x 5.0 cm sagittal by 5.3 cm transverse. No focal myometrial lesion is identified. The uterus is moderately retroverted. Endometrium: 9.6 mm. No polyp or intraendometrial fluid is identified. Cervix: unremarkable. Right ovary: 2.8 x 2.7 cm sagittal by 2.0 cm transverse, a few small follicles are identified. Left ovary: 2.5 x 1.4 cm sagittal by 2.2 cm transverse. No adnexal mass or cyst is seen. Impression: unremarkable sonographic examination of the pelvis, including saline infusion sonography. On (B)(6) 2016, surgical pathology report showed ovaries and fallopian tubes: ovaries are not submitted with the specimen. The right fimbria and fallopian tube is 7 cm in length by 0.5 cm in diameter and the left is 6.8 cm in length by 0.5 cm in diameter. The fimbriated end of each is patent. The serosal surface is pink-tan, smooth and glistening. A 2.2 x1.2 x 0.8 cm portion of thinly encapsulated lobulated golden yellow fibrofatty tissue is present near the fimbriated end of the right fallopian tube. Sectioning reveals a grossly unremarkable lumen in the distal portion of each. In the proximal portion of each is a segment of coiled silver colored metallic wire consistent with essure device. The device from the left fallopian tube focally extends from the left cornu into the endometrial cavity with a 1.8 cm long exposed segment. Current weight: (B)(6) lbs. Approximate weight at the time of essure placement: (B)(6) lbs. Concerning the injuries in the case, the following ones were described in patient's medical records: menorrhagia, pelvic pain, dysmenorrhea. Most recent follow-up information incorporated above includes: on 15-feb-2018: pfs and mr received: new reporters, patient demographic information, product indication, lot no, historical drugs and conditions, concomitant drugs and conditions, lab data, new events vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, nausea, abdominal pain lower, vaginal discharge, fatigue, migraine, headache added. Outcome for the events genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhea, pelvic pain, migraine added as recovered / resolved and for event pelvic pain added as recovering / resolving. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (surgery to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure.incident.no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.